Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2024-00172. Review of the most recent repair record determined the reported issue could not be duplicated; however, the control bar was not in the correct position. The control bar was adjusted, the spring seal was stretched, and the needle bearing was replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery the unit was skipping and taking graphs in chunks. There was no information communicated regarding the date the event occurred, harm/injury, or delay. Due diligence is in progress. No additional information is available at this time. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.